Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported intact implant. Diagnostic reports identified, "some radial folds and a small amount of intracapsular serous fluid outside the prosthetic membrane, benign calcifications and a dense cyst / solid nodule of approximately 6.3mm." Device remains implanted. This relates to the left side.

Event description:
Physician later confirmed there were no complaints against the left device. Record will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 h6. This record is no longer reportable to the FDA and will be un-reported.